Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined. The unchanged mitral regurgitation (mr), however, was a result of the leaflet tear. While there was no change in mitral regurgitation (mr), the reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The additional therapy/non-surgical treatment, surgical procedure and hospitalization were a result of case-specific circumstances as an attempt to implant a non-abbott valve was unsuccessful, and the patient was sent for mitral valve replacement surgery. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because mitral valve leaflet tear occurred during use of the device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and leaflet grasping was performed. After about one minute, a posterior leaflet tear was noted. Mr remained grade 4. The clip was not implanted and the cds was removed without issue. An attempt to implant a non-abbott valve was unsuccessful. The patient was sent to surgery for mitral valve replacement. The patient is in stable condition. There was no reported adverse patient sequela. No additional information was provided.